Event description:
Unit of issue is a package of 100 individually sealed packettes containing one cotton gauze pad impregnated with isopropyl alcohol. After several complaints from end users that every other packette did not contain the gauze pad, medical warehouse stock was checked. The results of quality assurance check on several cases containing 10 packages indicates that 33 of the 100 packettes in each unit of issue package does not contain the cotton gauze pad.